Event description:
The customer observed falsely elevated alinity c magnesium results generated on the alinity c processing module for one sample. The following data was provided (reference range 0.4 to 2 mmol/l): sid (B)(6) initial alinity c magnesium result 2.54 mmol/l, repeated 0.72 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Correction to section g3 - date received by MFR in the initial report. The correct date should be 24mar2026 not 20mar2026. The field service representative (fsr) inspected the instrument and observed that the high- concentration waste (hcw) drain was partially blocked. The fsr cleaned peristaltic head tubing, and the module function was verified with a control run. A review of instrument service history for serial number (B)(6) revealed that no additional discrepant result issues have been reported since the service activity was completed. A review of complaint and trending data for the alinity c processing module did not identify an increase in complaint activity associated with the complaint issue. Additionally, a review of complaint and trending data associated with the peristaltic head tubing did not identify any trends. A review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the alinity c processing module, serial number (B)(6), or the peristaltic head tubing.

Event description:
The customer observed falsely elevated alinity c magnesium results generated on the alinity c processing module for one sample. The following data was provided (reference range 0.4 to 2 mmol/l): sid (B)(6) initial alinity c magnesium result 2.54 mmol/l, repeated 0.72 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed that the high- concentration waste (hcw) drain was partially blocked. The fsr cleaned peristaltic head tubing, and the module function was verified with a control run. A review of instrument service history for serial number (B)(6) revealed that no additional discrepant result issues have been reported since the service activity was completed. A review of complaint and trending data for the alinity c processing module did not identify an increase in complaint activity associated with the complaint issue. Additionally, a review of complaint and trending data associated with the peristaltic head tubing did not identify any trends. A review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the alinity c processing module, serial number (B)(6), or the peristaltic head tubing.

Event description:
The customer observed falsely elevated alinity c magnesium results generated on the alinity c processing module for one sample. The following data was provided (reference range 0.4 to 2 mmol/l): sid (B)(6) initial alinity c magnesium result 2.54 mmol/l, repeated 0.72 mmol/l. No impact to patient management was reported.